Event description:
The genesis transhepatic biliary stent dislodged from the balloon undeployed. The stent was placed across the lesion and dislodged as it was being retracted. Multiple attempts to retrieve the device failed. The stent was visualized in the right iliac. The patient was sent to the operating room for removal.